Manufacturer narrative:
The investigation in to this complaint is limited as no sample is available for analysis. Review of the photographs provided by the customer show leakage of blood at the insertion site as described by the customer however without the device to analyse it is not possible to determine any cause related to the epidural minipack components. A review of the device history records shows no issues were recorded during manufacture of these devices. Therefore this complaint cannot be confirmed at this time. A review of previous complaints shows that there have been no previous reports received of an issue of this nature.

Event description:
It was reported that after the catheter of a portex® epidural minipacks was inserted, blood oozed from the puncture site. It required dress change frequently because the puncture site oozes easily.